Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a partial display wtih missing segments. Customer's blood glucose reading was 91 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked lcd glass. Unable to perform functional testings due to display anomaly. Unit was received with minor scratched lcd window.